Event description:
During an injection, the high pressure tubing came loose spraying contrast. There was no pt or clinician harm or injury as a result of these events. This report represents twelve incidents reported at the same time to merit medical systems by the same hosp. Although merit has made attempts to obtain info on each event, the hosp could not provide details about the twelve incidents.